Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise on v lead. It was reported that a patient presented in clinic with noise on their right ventricular lead. Nothing was done to address the issue. The lead would continue to be monitored. Patient was stable.